Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The root cause of the failure to charge the console battery set is most likely due to a defective power supply. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant had a battery failure on an automated impella controller (aic). The battery did not charge. The aic was not involved during patient use. No harm or injury.